Manufacturer narrative:
Multiple lot numbers: d4. Medical device lot #: 4003719. D4. Medical device expiration date: 30-jun-2025. H4. Device manufacture date: 03-jan-2024. D4. Medical device lot #: 3313018. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 09-nov-2023. D4. Medical device lot #: 3339662. D4. Medical device expiration date: 31-may-2025. H4. Device manufacture date: 05-dec-2023. E1. Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6) hospital. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed an. Additionally, twenty (B)(6) retention samples from bd inventory of each reported batch were evaluated by visual examination and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, 5 tubes underfilled. There was no report of patient impact. Affected lots: 4003719, qty 3. 3313018, qty 1. 3339662, qty 1.